Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The customer did not indicate their blood glucose level at the time of the event. The causes leading up to the malfunction are unknown. Troubleshooting was performed and did not resolve the issue. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No blank display anomaly noted during test. Product yes meets specification noted.